Event description:
Multiple problems with needles & syringes: 1) coring of rubber stoppers due to dull, poorly lubricated needles. 2) rubber end of plunger piston is sometimes crooked, resulting in inaccurate measurement. Flanges of syringe collar are too small to grasp while using proper aseptic technique. Problems have occurred with all "models" and sizes used.